Event description:
It was reported that the root cause for the revision is recurrent dislocations.

Manufacturer narrative:
It was reported that no additional info, medical records or devices will be made available as per hospital protocol. If additional info is received, it will be provided in a supplemental report.